Manufacturer narrative:
Visual and functional inspection was unable to be completed because the part was not returned, and no imaging was provided. Based on the details provided, a l5-s1 posterior fusion was completed on (B)(6) 2020 with creo implants. A revision surgery was completed on (B)(6) 2024 for a disc herniation at l4-l5. During the revision surgery it was found that the creo rods implanted in the initial surgery were fractured and were then removed. Due to the inability to replicate surgical conditions or forces experienced post-op, the exact cause of the failure cannot be determined. The calculated observed risk level matches the expected risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required.

Event description:
It was reported that during a revision to address subsequent herniation on (B)(6) 2024 previously implanted creo titanium rods were found to be cracked. These devices were explanted.